Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of contact pause signal appeared to have t-waves and r-waves when amplified. Patient will continue to be monitored no changes made at this time. No patient symptoms reported.

Event description:
New information notes that a resent brady episode was reviewed and it was discussed possible displacement of the pocket was the cause of diminished r-waves and intermittent undersensing. The patient will continue to be monitored.